Event description:
Stent came off of angioplasty balloon prematurely. Stent not deployed in favorable fashion. The stent came off in a calcified area within a previous stent. We don't think that it was physician error. The physician feels that this can happen. It doesn't happen often, but it can happen when you are working in a heavily calcified area.======================manufacturer response for stent, xience (per site reporter).======================cath lab staff will call manufacturer.